Event description:
The user facility reported their unit was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found the hose clamp securing the recirculation pump inlet piping had shifted. The technician properly adjusted and tightened the hose clamp to specification, ran a test cycle and returned the unit to service. The washer was installed in march of 2013 and is currently under steris warranty.